Event description:
The carotid artery stenting (cas) procedure was about to end steadily; however, when the physician delivered capture sheath to remove angioguard filter basket, the capture sheath could not thoroughly cover the filter, and therefore the filter could not be retrieved. The physician used another capture sheath from new product package, but the filter was not retrieved into capture sheath completely. Eventually, the sheath introducer was advanced a little and the angioguard was safely removed. After retrieving the product, it was confirmed that the filter was broken ( no separation occurred at any part of the filter). There were no anomalies deploying the filter to the target lesion. It is unknown if debris was in the filter; however, the filter was not clogged. There were no lifted struts on the filter basket. There were no problems encountered advancing the capture sheath pass the stented area. There were no other noted anomalies. Films are not available. There were no adverse consequences to the patient.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.